Event description:
I used renu with moistureloc contact lens solution from 2/01/03 through 4/21/04. I was at home and was in very bad pain. I had to wait until I could get an appointment the next day at 4pm. At this time I was diagnosed. I am not presently taking therapy, but my vision in my left eye has been impaired by more than 40%. I had to go to the dr as an outpatient for 5 days. Diagnosed with right ulcer, keratitis. During this time I had blurry vision, pain and redness, and increased sensitivity to lights from a fungal infection.